Manufacturer narrative:
The customer stated that control recovery was acceptable. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 149 mmol/l and this value was reported outside of the laboratory. Based on a failed delta check, the sample was repeated on a second analyzer, resulting in a value of 138 mmol/l. The repeat value was deemed correct. The na electrode lot number was e5896. The electrode expiration date was requested, but not provided.

Manufacturer narrative:
Na.